Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient went to the emergency room (ER) due to low blood glucose (bg) levels dropping to 52 mg/dl. The patient was reportedly "out of it." At the hospital, the patient was treated with glucose and fluids. The patient was released a couple of hours later.